Event description:
Hill-rom received a report from a hill-rom technician stating the right head and foot siderails would not latch properly. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right head siderail latch assembly sticky and very dirty. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the center arm to resolve the issue. Based on this information, no further action is required.